Event description:
Complainant alleged that paramedics were attempting to resuscitate a pt in cardiac arrest but, after successfully defibrillating the pt two (2) times, the device shut off and would not power back on. The paramedics responded to a cardiac arrest call and upon arrival found basic life saving personnel providing therapy to the pt utilizing an automatic external defibrillator (AED). The paramedics disconnected the AED and attached this device to the pt. The pt was presenting a non-shockable heart rhythm and was initially not defibrillated. After a period of time though, the pt's heart-rhythm deteriorated into ventricular-fibrillation. The paramedics administered a 120 joule shock and then a 150 joule shock to the pt. After the second discharge of energy, the device shut off. The paramedics attempted "cycled" the device power and replaced the battery in an attempt to restore power to the device but it would not power on again. The paramedics then obtained the original AED device used on the pt and attached it to the multi-function electrodes already attached to the pt. Upon analysis of the pt's heart-rhythm, the AED returned a "no shock advised" determination. No add'l shocks were administered to the pt during the remainder of the incident. The pt was then transported to the nearest medical facility. The pt subsequently expired.